Event description:
Event description guidant received information that the daily impedance measurements of this device were elevated and out-of-range. The physician was unable to get a pacing threshold measurement due to the patient's irregular intrinsic rhythm. The patient's isometrics reproduced noise.